Event description:
Bought pad 1 week ago to help arthritis and bone disease. Pt used it with no complaints until they read the white sticky tape wrapped around the cord on the device. Warning: the power cord on this product contains lead known to cause cancer and other diseases. Pt plans to return it. Pt was told that a state law allows the cord, requires the label and has ul approval. Pt thinks products should not have such cords and should be removed from store shelves.